Manufacturer narrative:
Investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received twenty-two sealed packages with all the components present and two photos. It was noted that the packaging of all 22 units were deformed on one side. Visual observation of the packages revealed there were no cracks or breaks to the bottom web (blister) , no inconsistencies to the seals, and no tears to the top web (label), all of which could compromise the sterility of the product. Additionally all packages were tested for leakage and no leakage was observed. During manufacturing, this defect can occur during packaging forming due to incorrect parameters. There is a parameter check list and process inspection per control plan that are performed to mitigate the occurrence of this type defect. Deformed bottom webs (blister) of unit packages can also occur due to exposure to heat which causes the blister to melt and warp. If the product was exposed to heightened temperatures during transit or storage, such defect may occur. Bd was unable to determine which scenario was more likely. The units were then removed from their packaging. It was noted that the vent plugs were loose on 13 of the devices. No other defects were observed. A microscopic inspection of the vent plugs was performed and no deformation or defects were observed. The vent plugs were then placed into the luer and found to fit snug and remained in the luer on their own. During manufacturing, the vent plug is inserted into the luer adapter at a specified force but may become loose due to improper setup. There are in process tests and inspections performed per the quality control plan to mitigate the occurrence of this defect. Loosening of the vent plugs may also occur during transit and handling under abnormal conditions. Bd was unable to determine which scenario was more likely. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported when using the bd nexiva¿ closed IV catheter system, the device experienced separation of the adapter from the extension set. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: packaging appears to have had the blood filter separating within the packaging from the extension set approx. 20 items with the same lot number have been effected, all of these items the packaging appears to have been heat effected (the plastic tray appears somewhat distorted) and some of the items the blood filter has come apart from the extension set and is loose in the package